Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the sipap ventilator unit was fritz and fried on the electrical outlet. The reporter confirmed that there is no patient involvement associated on this event.